Event description:
It is reported that the saw blades are becoming very hot during use, causing metallic abrasions and thermal damage of the bone. This is occurring in numerous surgeries, therefore, this report is not event specific.

Manufacturer narrative:
Other devices used: gender solutions natural-knee flex system multi-reference 4-in-1 femoral instrumentation femoral saw guide size 1, catalog #00541304114, lot # unk. Gender solutions natural-knee flex system multi-reference 4-in-1 femoral instrumentation femoral saw guide size 2, catalog #00541304115, lot # unk. Gender solutions natural-knee flex system multi-reference 4-in-1 femoral instrumentation femoral saw guide size 3, catalog #00541304116, lot # unk. Gender solutions natural-knee flex system multi-reference 4-in-1 femoral instrumentation femoral saw guide size 4, catalog #00541304117, lot # unk. Gender solutions natural-knee flex system multi-reference 4-in-1 femoral instrumentation femoral saw guide size 5, catalog #00541304118, lot # unk. This report will be amended when our investigation is complete.